Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 700cc breast implant had a crease/fold on the anterior view extending to the posterior view. Additionally, a tear within the crease/fold was identified on the posterior aspect measuring approximately 0.7 cm the evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the initial reason the patient elected for revision surgery was that they were dissatisfied with the appearance and size of the implants. In addition, the patient also developed increasing back and shoulder pain related to the weight of the breasts. Lastly, in addition to the removal and replacement on (B)(6) 2021, the patient also underwent bilateral secondary complete mastopexy. On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant will be reported under mrn: 1645337-2021-06916.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 700cc mentor memorygel breast implants, elected for revision surgery for unspecified reason on (B)(6) 2021. During the surgery, it was discovered that the right breast implant was ruptured. Subsequently, the patient underwent bilateral removal and replacement with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9556192 sn: (B)(4) and (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9553693 sn: (B)(4).